Event description:
Technician found ground loss during preventive maintenance.

Manufacturer narrative:
Technician found a loose ground connection. He tightened and secured connection to resolve the issue.